Manufacturer narrative:
(B)(4).

Event description:
It was reported that during tka procedure three box chisels were found dull. Metal shavings were discovered to have fallen into the patient. Suction was used to retrieve the metal shavings. The case was finished using instruments but they are badly worn and not usable anymore. A delay of less than 30 min was reported.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that during a tka surgery, three box chisels were dull and metal shavings fell inside the patient. Per email correspondence, suction was used to retrieve metal shavings. The procedure was completed using a change in technique, with no harm to the patient and minimal delay. Therefore, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.